Event description:
Site reported overload fault error message. Problem occurred during a spinal fusion case. Anesthesia and bovie in use. There was pt involvement.

Manufacturer narrative:
The service rep tested system by taking continuous fluoro shot at high technique. Tube arc occurred with overload fault error message. Cleaned and recompounded hv cables. Attempted filament calibration. Arc in tank at small filament shot 100kv, 11.88ma. Hv tank suspect. Cleaned hv cables a second and adjusted the ma null on the hv supply regulator. Attempted filament calibration. Arc in tank again around 100kv, 11.88ma. Informed site that the tank is suspect. Site declined additional service at this time. System operational.